Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 23.9 mmol/l. Customer stated that the infusion set was leaking. Customer stated that the location of leak was at quick release. Customer states pump was not dropped with set in place. The insulin pump will not be returned for analysis.